Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid altitude alarm while on an airplane flight. The customer's blood glucose level was 450 mg/dl. The customer administered a manual injection. The customer resumed insulin after the flight concluded.